Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues and cuff hole cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the artificial urinary sphincter (aus) instructions for use (IFU). The aus IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: the implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an orthopedic surgery where a catheter was placed without deactivating the artificial urinary sphincter (aus) cuff leading to the component being damaged. Immediately after the procedure, the cuff was no longer working and the patient experienced incontinence. Six months later, a revision surgery was performed in which the existing device was removed and a new aus was implanted. Upon explant, a hole was identified in the cuff. The patient did not experience further adverse events or complications and the new components functioned perfectly.